Event description:
Customer reported an issue where blood glucose levels were consistently high at dinner time, prompting changes to the personal profile settings. This adjustment led to low blood glucose levels, although the specific values were not known, with "low" being displayed. Customer took corrective measures by consuming glucose tablets and juice, while technical support recommended following up with a healthcare professional as the app did not retain previous settings, and was unable to assist further.